Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in the patient compressed against the vessel wall. Device issue: stent dislodgement. It was reported that after predilation of a very calcified and tortuous distal lesion in a sapheneous vein graft (svg) to the left anterior descending (lad) artery, the device made it 3/4 the way to the lesion site but it would not cross around a 90 degree bend. At that point the stent dislodged. After a failed retrieval attempt, a balloon catheter was then used to compress the stent against the vessel wall. The final result was good and the vessel was patent when final pictures were viewed. The compressed stent was also seen. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - the inability to cross a lesion can be affected by, but not limited to, anatomical morphology, disease state, pre-dilatation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. The patient anatomy was heavily calcified and tortuous, which may have contributed to the difficulties and dislodgement. There was no report of damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. The stent implant was compressed into the vessel wall, which is addressed in the device risk assessment. There are no indications of a product quality issue. A definite root cause cannot be determined.